Event description:
It was reported via an affidavit of service rec'd via express mail that a pt "experienced a hemorrhage and/or air emboli as a consequence of their two piece percutaneous sheath introducer unexpectedly coming apart". No other details were provided.